Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that there was a "kv on in error" message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.